Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the "pressure transducer test" during the pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). On-site investigation performed by our field service engineer found that the reported pre-use check (puc)failure was caused by a faulty expiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported failure was confirmed in received device logs and it was reproduced during simulated use testing of the returned pcb in a reference ventilator. Performed puc failed the internal leakage test and pressure transducer test due to a high offset drift from the expiratory pressure transducer. The measured offset voltage from the expiratory pressure transducer had drifted 689 mv from factory default. The allowed limits for the voltage drift are ±300 mv. During ventilation the measured peep was lower than set. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the pressure sensor¿s functionality which caused failures in pre-use check. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
Manufacturer ref. #: (B)(4).